Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a eopa 3d arterial cannula, the customer reported that upon connecting the device to the perfusion circuit, there was a leak observed from the cannula body. The patient lost 10 ml of blood and a transfusion was not required. The cannula was replaced as the patient had not gone on full cardiac bypass. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/split. The device was cleaned using a 10% bleach solution. Pre ssure integrity testing was performed at 0.5 l/pm with 5 psi, (258 mmhg) of backpressure for 10 min. During the pressure integrity test there was a leak observed at the damage/split. Reason for the return was confirmed. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.